Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility via phone conversation(s) and info contained on the maude event report received from the FDA. (B)(4). The following info concerning the evaluation of the deice is a summary of the info documented by the carefusion field service rep. The carefusion service tech evaluated the ventilator and determined that the flow sensor was malfunctioning. He tested the vent with a known good flow sensor, diaphragm, and exhalation valve body and then verified that delivered volumes were within specifications. The field service tech noted that the customer did not have spare flow sensors in stick and therefore called carefusion technical support to order flow sensors, diaphragms, and exhalation valve bodies to be sent to the customer.

Event description:
On (B)(6) 2014 the customer reported to carefusion technical support that the ventilator was displaying monitor vt readings that were 40 % less than the set volume. On (B)(4) 2014, carefusion received a maude report from the FDA where the customer reported that while in pt use the ventilator alarmed that it was not delivering proper tidal volume. The respiratory therapist (rt) immediately responded and evaluated that the ventilator was not delivering the appropriate volume, with the display screen reading all zeros. The pt exhibited no signs and symptoms of distress, no pt harm. The rt replaced the filter and replaced the diaphragm; ventilator display of tidal volume 100. The ventilator was tagged and sequestered in the nurse mgr's office. The respiratory director notified carefusion to arrange for evaluation of the ventilator.